Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a femoral popliteal bypass, while on anastomosis using a running stitch, at the end of the suturing, the needle of the suture broke after many passes, at least 12/15. The surgeon used the other side of the double armed suture to complete the procedure. There was no patient injury.